Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, a competitor guidewire got stuck in the left ventricular (lv) lead and could not be removed. The lv lead was not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. There was blood on the distal conductor of the lead and it was not obstructed. Visual analysis of the lead indicated damage at implant. The analyst noted the competitor whisper guidewire was stuck in the lead and could not be removed. If information is provided in the future, a supplemental report will be issued.